Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for connection issue was not confirmed due to a lack of sample. During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Root cause was determined to be use error- incomplete connection. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center and reported a check heater line alarm on the homechoice (hc) during use during fill 1. The baxter technical service representative (tsr) had the home patient (hp) press down on the lines by the door. The hp stated that they un-hooked the bag (addressed in this report) and it was leaking. The tsr explained and assisted the hp with ending therapy. The therapy was ended and new supplies were to be used. No patient injury or medical intervention was reported. Product surveillance spoke with the nurse on (B)(6) 2011 regarding the user error. The nurse stated that the hp had come into the clinic recently and had not mentioned any issues. Per the nurse, the hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.